Manufacturer narrative:
Concomitant continued: 429888 lead implanted: (B)(6) 2017, 693565 lead implanted: (B)(6) 2017, dtba1q1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that there was t-wave oversensing (twos) on the pace/sense portion of the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.